Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on connector j2 inside of the front therapy electrode and the rear 1 therapy electrode. The root cause for the intermittent connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.